Manufacturer narrative:
(B)(4). Batch #n91x3u. The device was received with the electrode and ceramic separated as one piece still attached to the active rod. In addition, the device was received with the upper jaw firmly attached and not detached as reported by costumer. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device. A batch history record review was performed, and a protocol was created during the manufacturing of this batch but was not related to the event description.

Manufacturer narrative:
(B)(4) the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported during a bariatric procedure the tip broke off of the device and fell into the patient. The tip was found and removed from the patient. The procedure was completed with an alternate like device with no patient consequences reported.